Manufacturer narrative:
(B)(4). G2: australia. Visual examination of the provided photos identified explanted total knee arthroplasty components, including a femoral component, tibial baseplate, and polyethylene insert. All components exhibit biological debris consistent with in vivo use. The polyethylene insert is marked ¿mc left ve¿ with part and lot information visible. The tibial and femoral components show residual cement. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. The reported products were reviewed for compatibility with no issues noted. Medical records were not provided. Complaint is not confirmed. A definitive root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after investigation of this event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. D10: additional associated products. 42502607401 persona femur cemented (cr) std left size 12 lot# 64910165. 42532007901 persona tibia cemented 5 deg stemmed left size g lot# 65001961.

Event description:
It was reported the patient underwent a knee revision surgery due to pain from flexion/extension mismatch. The femoral and tibial implants revised. The articular surface also replaced at time of revision.